Event description:
It was reported the pt experienced an allergic reaction. The pt's device system had to be explanted. The pt has a known allergy to silicone. Add'l info has been requested.

Manufacturer narrative:
.